Manufacturer narrative:
(B)(4)

Event description:
It was reported a merlin transmission indicated the patient received inappropriate shock and antitachycardia pacing therapy due to one episode of lead noise on the right ventricular lead. The high voltage therapy was disabled. The lead was capped and replaced. The patient condition is good and will be monitored with routine follow-up.